Event description:
It was reported that contacts 11 and 12 of the auragen grid 4 x 5 cts 2 leads (B)(4) did not give an electroencephalogram (eeg) reading despite the product being in contact with the brain and all connections to the equipment being checked. All other contacts on the (B)(4) gave an accurate electrical recording. There was no patient injury. The problem did not affect the treatment. However, the product problem caused a 15 to 20 minute delay in surgery while trying to troubleshoot. No medical complications were reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.